Manufacturer narrative:
On january 14, 2021, mentor became aware that the patient was scheduled for bilateral removal and replacement with two mentor devices (catalog: 354-3007mc) on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 2, 2021, the mentor failure analysis lab has received the device for evaluation. On march 14, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sx mod classic gel, 300cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking, measuring approximately 0.8 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old hispanic female patient, who underwent breast augmentation revision with two 300cc mentor memorygel breast implants, felt two large lumps on their right axilla and started feeling right breast discomfort, pain, and feeling of right breast implant deflation. The patient had ultrasound on (B)(6) 2020, which reported two little silicone and an MRI taken on (B)(6) 2020 that reported leak and silicone on right axilla and around. The MRI and health care professional reportedly confirmed bilateral breast implant ruptures. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6), 2021, mentor received additional information providing the replacement devices implanted in the patient and they are the following: (right) 300cc mentor memorygel breast implant catalog: 3543007mc lot: 7369895 sn: (B)(6) and (left) 300cc mentor memorygel breast implant catalog: 3543007mc lot: 7455058 sn: (B)(6). Manufacturer¿s reference number: (B)(4).